Manufacturer narrative:
Additional information received; the physician has not seen the patient since april 2025, at which point there were no issues reported. They have no knowledge of the sepsis event and have not been contacted with regard to it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported via technical services that approximately 2 years and 4 months post-index procedure, the patient has experienced four episodes of sepsis due to pseudomonas aeruginosa, which were alleged to have been caused by the medtronic stent grafts. The patient also experienced toxic shock. The patient is currently being treated with antibiotics and is stable. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 11-sep-2024, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(6), ubd: 26-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.